Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0206740112, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead. (B)(4). Potential lead damage associated with the dbs lead cap (B)(4) 2013.

Event description:
It was reported that it was not possible to remove the lead cap. The screws were too tight. This resulted in damage of the proximal contacts of both leads. The leads were scrapped by the hospital personnel. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).